Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was removed but not returned.

Event description:
It was reported to nevro that the patient¿s wound was opening up and the lead was protruding through the lead incision site. The device was removed and the patient recovered without sequelae.